Event description:
It was reported that while performing a breast biopsy the first probe wouldn't initialize. The doctor tried a second and third probe and took one sample and didn't get any additional samples afterward. The doctor also received a check probe, green cable error. The doctor tried a fourth probe and managed to take the needed samples to complete the case with no patient consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is not determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the green cable was causing the l3-017 green cable errors per the customer complaint, and to correct the complaint the site replaced the green cable. The analysis site also replaced the bottom frame due to it had peeling paint, the safety latch was replaced due to it was bent, and the e-clip was replaced due to it was damaged during disassembly. After servicing the unit passed qa functional testing. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.